Event description:
The international distributor reported that after having performed service on the ventilator's power supply, the ventilator would restart and would not charge the backup battery. The ventilator was not in use on patient, therefore there was no patient harm or involvement. The distributor reported replacing the power supply snubber pcb corrected the findings.

Manufacturer narrative:
Power supply. Distributor does not return parts due to custom costs. Distributor does not return parts.